Event description:
Prior to a ptca treatment procedure involving a lesion in an unspecified coronary artery, the express2 monorail balloon failed the negative preparation procedure. There was no patient contact during this event. No patient injuries or procedural complications were reported.